Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection confirmed the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported depressed pins which was observed during evaluation as three battery contact pins depressed and not rebounding as designed. Further inspection discovered dried fluid residue on the pins. The rear case was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "depressed pins". There was no known patient injury or medical intervention associated with this event. No additional information is available.